Manufacturer narrative:
Device evaluation: one device was returned for investigation. Visual inspection noted: cracked enclosure, corroded drain fitting, cracked tank cover and front cover, and bent prongs on line cord. Device has an outdated printed circuit board (pcb) and power switch. Functional testing found the device leaks from both the tank cover and the enclosure, confirming the customer complaint. Root cause was attributed to the cracked enclosure near the drain fitting and the cracked tank cover. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action taken due to the condition of the device. It is deemed beyond economical repair and will be scrapped.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI section are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. Patient involvement is unknown.